Manufacturer narrative:
Section a: sample ID added, (B)(6). The field service representative (fsr) performed troubleshooting and replaced the bellows, bellows only (rohs) part number 2-89054-02 due to leaking. A review of service history for the architect c16000 serial number (B)(6) revealed no additional discrepant results reported, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the bellows, bellows only (rohs) part number 2-89054-02 did not identify any trends. Review of tracking and trending for the architect c16000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the bellows, bellows only (rohs) part number 2-89054-02 or the architect c16000 serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No patient information is available.

Event description:
The customer generated falsely elevated enzymatic creatinine results while using the alinity c enzymatic creatinine (list number ln 8l24-31). The following data was provided: initial result reported out of the lab, 606 umol/l, repeat 71.7 umol/l and repeat at another facility 70 umol/l no impact to patient management was reported.